Manufacturer narrative:
(B)(4).

Event description:
It was reported patient presented a merlin transmission that revealed multiple episodes of nonsustained right ventricular oversensing. Nsrvos appeared to be the result of myopotential oversensing. Turning off the lfa filter did not resolve oversensing. Induction testing was recommended. No further information is available.